Manufacturer narrative:
(B)(4). The used sample returned by the customer was visually inspected and confirmed for the cannula broken from the flange. Three additional unused samples also returned were inspected, confirming that in all three the flange and tube were bonded properly and had no defects. All three samples met the manufacturing specifications. Based on the investigation and a review of the manufacturing controls in place there is sufficient evidence to conclude that the failure mode reported under this complaint would have been detected and immediately segregated from the production lot. This failure mode is not attributed to the manufacturing process,

Event description:
It was reported that a child developed an acute cough/obstruction event while playing on the floor at home and when the father went to suction the child, the external portion of the tracheostomy tube (flange and cylinder which attaches to the cannula) had broken off from the cannula and the father was holding the trach tube in his hand. The child was taken to the hospital and then immediately to the operating room (or). It was reported that oxygen saturations were never less than 90%. Once in the operating room(or), a pediatric ear, nose &throat(ent) performed a rigid bronchoscopy, but was unable to remove the cannula. When the scope was removed, the patient developed a severe cough, eventually getting the cannula out of his airway and subsequently swallowed it. The child was taken to the pediatric intensive care unit (picu) post op and discharged the next day with the hospital team telling the caregiver that the child would pass the cannula. The following day the child passed the cannula. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the device has been requested to be returned for evaluation.